Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of this data indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead impedance out of range alert, impedance was beyond the expected upper range, undersensing information, and unexpected delivery of a ventricular tachyarrythmia therapy. It was noted that an unexpected shock due to over sensing occurred on (B)(6) 2014. Evidence of undersensing has been noted on fvt episode that occurred on (B)(6) 2014. An rv pacing lead impedance warning occurred on (B)(6) 2014 for lead impedance greater than 3000 ohms. The rv pacing lead impedance was greater than 3000 ohms from (B)(6) 2014. Since (B)(6) 2014 sensing integrity counts went up to 10103 along with vt-ns episodes and evidence of oversensing on (B)(6) 2014.

Event description:
It was reported that the patient heard audible alert and received inappropriate shocks due to short interval counts (sic), and noise oversensing. It was also reported that the right ventricular (rv) lead had undersensing, no capture, high pacing impedance and a possible fracture. The rv lead was programmed off and scheduled for a replacement. No additional patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).